Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead dislodged one day post implant and was repositioned. The lead then dislodged again. At he repositioning procedure it was noted there was tissue stuck in the lead helix. The lead was explanted and replaced. To date, no additional adverse patient effects have been reported.